Event description:
Boston scientific crm received information that this right ventricular lead dislodged and was repositioned one day post implant. No adverse patient effects were reported.

Manufacturer narrative:
The lead was successfully repositioned and no other adverse events have been reported. This issue will be re-evaluated if additional information is received.